Event description:
Philips received a complaint by the customer on the v60 indicating that there was battery failure. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that there was an alarm for battery failure. The remote service engineer (rse) confirmed that the error, "battery failed" was logged. The rse reviewed the service manual for repair and advised the customer to replace the battery to resolve the issue. Resolution and disposition are pending.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.